Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for and indeterminate amount of time. No additional patient information was available. Reportedly, the customer moved the pump to face the screen outwards and the pump and transmitter regained connection.